Event description:
It was reported that patient presented to clinic after receiving therapy. The ICD was found in back up vvi reset mode with no hv therapy available. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The anomaly observed in the field was confirmed due to a device reset which occured during therapy delivery. The cause of the device reset was undetermined.